Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the original report was filed. The device was returned. Product was returned for investigation. Biomaterial was observed on the impeller, and a cannula kink was noted during the physical examination. The root cause of the pump did not start issue was an open electrical line, due to excessive force, found in red handle after monkey fist glue.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that the 58-year-old female was attempted to be implanted with an impella 5.5 but the pump would not start. There was a high motor current. Therefore, the case was aborted. There was no reported patient harm.